Event description:
It was reported that while in the or, the md inserted the sheath via the left femoral artery. After prepping the iab per instruction, the md inserted the iab without a problem. Two minutes after the pump was switched on, the pump emitted a "leak in circuit" alarm. Auto-filling was done. The counterpulsation did not last more than 2 minutes. Blood was then found in the helium tubing. The iab was removed, and another iab was inserted successfully.